Event description:
Reported that the analyzer associated incorrect pt demographics with a sampleid. Mismatched results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.